Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient information: requested but not provided.

Event description:
It was reported that approximately 2 hours after initiating a primary infusion of an unspecified chemotherapy investigational medication programmed to infuse at a rate of 125ml/hour with a vtbi of 230ml, the rn entered the patient's room to assess an alarming device. It was noted that the pump module channel had switched to a kvo rate while stating that the infusion was complete. The rn noted that the investigational medication bag appeared to be full. The rn tried to restart the infusion and found that the medication would not infuse even though the device showed it was infusing. In review of the ikp data it was confirmed that the pump was programmed correctly to infuse a total volume of 230ml at a rate of 125 ml/hr. There were no pauses or delays noted. There were no adverse effects caused to the patient from the event.